Event description:
Film review of the most recent follow-up angio could not confirm any proximal fracture (or any other fracture). Review of previous follow-up films show a small endoleak, possibly a type iii, seen near the distal end of the most proximal stent graft. The subtype and cause of the endoleak could not be determined, and the endoleak could not be confirmed.

Event description:
A talent thoracic stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm. Aneurysm size at the time of implant is unknown. It was reported that there was a proximal strut fracture. Details of the event were not received. It was also reported that the patient was asymptomatic, and that there was a localized, small fabric, type 3 endoleak. The patient will be repaired in near future with a coaxial stent graft cuff. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (endoleak), (unknown cause of event). Evaluation, conclusion: (unknown cause of event).